Event description:
The customer reported that the evis exera iii xenon light source showed error e216 and b30 (scope communication error) during preparation for use. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation was not confirmed. Additional findings were as follows: the front panel was cracked, a bad scope socket was found (locking mechanism not protecting the pins), and an olympus lamp with 300 plus hours and the light output measured within range. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified, nor could the phenomenon be confirmed/duplicated. Olympus will continue to monitor field performance for this device.